Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they believed one of their previous systems was replaced as something had become dislodged. They didn't recall which device it was or when the event happened. No patient symptoms were reported. It was noted they did not intend to follow-up with any healthcare provider. No further complications were reported or anticipated.